Event description:
It was reported that the customer's insulin pump started making obnoxious beeps and would not stop. Customer stated changing the battery but the buttons still did not work. No blood glucose reading provided. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No unexpected audio beep alarms or anomalies noted. Insulin pump received with, cracked case at display window corners, battery tube threads and minor scratches on display window.